Manufacturer narrative:
The device was discarded. The investigation is ongoing.

Event description:
A healthcare facility in the UK reported that the patient had elevated intraocular pressure (iop) following uncomplicated cataract surgery in the right eye. The iop prior to surgery was 20mmhg. The iop was elevated postoperatively at 52mmhg and the iop was still elevated four (4) weeks post procedure with an iop of 35 mmhg. Patient was treated with full medical treatment and is due to have a preserflo device. The patient has not recovered.

Manufacturer narrative:
As per the reporter, the device has been discarded and is not available for analysis. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.